Manufacturer narrative:
No evaluation performed as the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical case. It was reported that intra-operatively, the orientation of the exam was incorrect when it came over to the navigation system. It was unknown if the exam orientation was correct on the pendant, but when it came over, it was flipped anterior posterior (ap) and lateral. The orientation was corrected on the navigation system. The surgeon wanted to take a second spin of the patient. The orientation of the pendant was double checked and everything transferred to the navigation system without issues. There was a fifteen minute delay to the procedure. There was no reported impact to patient outcome due to this issue. Technical services (ts) reviewed the imaging system logs and found that the orientation soft key was only hit six times between the first and second spin. Because there are eight orientations and the orientation for the second spin was correct, the orientation for the first spin was incorrect, which is why it transferred over incorrectly.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.